Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for user it was found that the distal end cover of the subject device had been damaged. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated, also found that there was the dirt inside the light guide lens. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from olympus korea (okr) omsc surmised that the reported phenomenon was attributed to the following. (1) the damage of the distal end cover might be attributed to the impact being applied to the distal end due to the user handling. (2) the dirt inside the light guide lens might be attributed to ingress of moisture from the cracks at distal end and so on, which caused corrosion of light guide lens internal parts. Consequently the corrosion product might have remained inside the light guide lens.